Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received an unexpected restart alarm. Customer also reported a blank display after changing their battery. The customer stated the insulin pump was vibrating without any alarms. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 311 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.